Event description:
On (B)(6) 2013 the patient contacted animas alleging that the home screen shows the basal rate as 0units per hour and also noted she has been experiencing elevated blood glucose (bg) around 300mg/dl with fatigue and confusion. The patient stated that she corrects elevated bgs with correction boluses and bg will return to target. Customer technical support (cts) reviewed the pump with the patient and found that the basal rates were programmed correctly and were correct in the histories, but that on the home screen the basal rate kept showing as 0 units. The patient is reportedly currently off the pump and on a back-up plan, and her current bg was reportedly 149mg/dl. This complaint is being reported because the patient allegedly experienced hyperglycemia was using insulin pump therapy related to a potential issue with the basal delivery.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows a "replace cartridge" alarm on (B)(4) 2013 at 02:24; the alarm was confirmed and deliveries were resumed at 03:30. A review of the basal history shows a 0.00unit basal program was set from 01:32 to 08:02 on (B)(6) 2013. The total daily dose for (B)(6) 2013 appear to be inaccurate due to a manual date changed on (B)(4) 2013 at 05:52 to (B)(4) 2013 at 05:52. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. There are no errors or alarms related to the complaint in the existing black box or alarm history. The pump was exercised for 24hrs on a 1unit per hour basal program; no changes in the basal program occurred during this time. The keypad buttons were tested and no hypersensitivity was observed. A normal 10unit bolus and a 10unit audio bolus were successfully performed and both were accurately recorded in the pump history. The pump successfully completed and passed the required 29 hour flow accuracy test and was found to be delivering within the specification.